Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The evercross balloon as used successfully twice. On the third attempt it broke off. The balloon became detached upon trying to pull it out of the body thru the sheath. Everything was removed from the vessel and nothing was left behind in the patient.